Event description:
It was reported that the light source had a false activation of the ignition lamp button from the front panel switch. The event occurred during preparation for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed as it was found that the false activation of the ignition lamp button occurred due to faulty front panel circuit board. Based on the results of the investigation, a definitive root cause could not be identified. Olympus will continue to monitor the field performance of this device.